Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient reported experiencing low blood glucose of 2.2 mmol/l (40 mg/dl) since (B)(6) 2010. On (B)(6) 2010 the patient's blood glucose measured 4.7 mmol/l (80 mg/dl) at 8:00 am and he ate 6 be and bolused 12.5 units of insulin. At 10:00 am his blood glucose measured 2.2 mmol/l (40 mg/dl) and he ate 3 be. From 10:45 am to 2:40 pm he ate 25 be. At 12:00 pm he disconnected from the infusion device. At 2:40 pm his blood glucose measured 5.4 mmol/l (97 mg/dl). He reconnected to the infusion device and at 3:00 pm his blood glucose measured 6.9 mmol/l (124 mg/dl). At 6:00 pm he switched to his backup infusion device and he had no further issues. No further information is available. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.